Event description:
It was reported that possible externalized conductors was observed under x-ray. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.